Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the reported clinical observations, but this could not be confirmed during laboratory analysis. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
It was reported that a patient with this newly implanted pacemaker exhibited bradycardia with a heart rhythm of 30 beats per minute. Review of their system indicated loss of capture and high thresholds on the right ventricular (rv) channel. The terminal pin of the right atrial (ra) lead was also not properly connected to the header of the pacemaker. Surgical intervention was performed and the pacemaker was explanted and replaced. The ra and rv leads remain in service with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this newly implanted pacemaker exhibited bradycardia with a heart rhythm of 30 beats per minute. Review of their system indicated loss of capture and high thresholds on the right ventricular (rv) channel. The terminal pin of the right atrial (ra) lead was also not properly connected to the header of the pacemaker. Surgical intervention was performed and the pacemaker was explanted and replaced. The ra and rv leads remain in service with a new device. No additional adverse patient effects were reported.